Event description:
Per the clinic, the device was explanted on (B)(6) 2026 due to migration of electrode array out from the cochlea. The patient was reimplanted with a new cochlear device during the same surgery.